Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). The lens is cut in half, typical of insertion and removal from the eye. A power\resolution test could not be conducted due to expensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and a handpiece. The file also indicated the use of a non-qualified viscoelastic. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the patient was unable to perform activities of daily living. The iol was exchanged for a different manufacturer's lens approximately 2 months after the initial implantation. Additional information was provided indicating that the patient is doing fine after the iol exchange.